Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 260 mg/dl.